Manufacturer narrative:
Device evaluated by MFR: no parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The procedure involved fusion of t2-t10; patient was kyphotic. The surgeon used the revision set to place the frame; used rod and went through with screws. The surgeon felt the rod was secure in the screws. After elongating the fusion, a post-operative spin was taken and the screws appeared to be shifted right. The screws were repositioned (some be using the tracker on the tool tap and driver and some without navigation). Another post-operative spin was taken and some screws look correct and some screws still appeared to be shifted right [only the t2 and t3 screws on the right side were changed out]. It was suspected the surgeon put some revised screws in the old holes. The surgeon decided to freehand the inaccurate screws. A third post-operative spin indicated some screws were still not ideal, but the surgeon felt confident closing the patient . The issue caused over an hour delay in the procedure. When the images were taken, no one was in the room. The navigation system had been used in an earlier procedure without issue. The issue was suspected to be due to frame movement and wrong hole placement. There was no impact on patient outcome. The procedure was completed without aborting imaging or navigation. No further complications were reported/anticipated.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system functioned as intended and no malfunctions were found. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.